Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1avr1-delsys / expiration date: 14-feb-2023 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 21-sep-2021, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure of a leadless implantable pulse generator (ipg), the patient experienced cardiac perforation, pericardial effusion and cardiac tamponade. It was also reported that, post three attempts at crossing the tricuspid valve, the patient became hypotensive, then a successful right ventricular (rv) implant was completed. The patient became more hypotensive. An echocardiogram was used to diagnosed a pericardial effusion. A pericardial catheter was placed to drain the pericardial effusion and the patient stabilised. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.